Event description:
The customer tested his blood glucose using his contour and contour ts meters. The contour read 233 mg/dl, while the contour ts read 73 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The contour test strips are to be returned for evaluation. Replacement test strips were sent to the customer.